Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that: "pt was revised due to a fall and fracturing her femur. Pt had a zimmer stem and adm cup. Surgeon replaced with a zimmer head, stem and stryker adm poly."